Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally the pump battery jumped from 40% to 100% while charging. The customer's blood glucose (bg) was reported to be 55 (mg/dl). Contact stated that the customer was very active that day. The customer did not take any actions to correct low bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. It was indicated that the customer had manual injections as alternate insulin therapy available.